Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a piece of the permanent cautery hook instrument broke off and fell inside the patient's abdomen. A surgical technician and surgical assistant noticed it immediately and informed the surgeon. The plastic piece was removed with a laparoscopic instrument through a port right away and placed in a plastic container. The instrument was removed from the surgical field. A back-up permanent cautery hook instrument was used to complete the procedure robotically as planned. No additional procedure or imaging was performed to remove or check for the fragment. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
A review of the provided image shows that one of the ears of the distal clevis has broken. The permanent cautery hook instrument has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h3. Annex codes: g, c, d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis on one side of the ears of the clevis. The broken piece was not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.